Manufacturer narrative:
(B)(4). Date sent: 5/20/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: was informed that on the staple handle between 10-12pm there were no staples present. Surgeon oversewed and all is ok. No patient consequence. After discussing, thinks perhaps a corner of purse string must have released as there were no free staples that fell. Does not believe it to be device related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when firing the cdh29p, the customer states that no staples were deployed in the left upper quadrant. The surgeon had to oversew the area to complete the anastomosis. No harm came to the patient or outcomes. Procedure was delayed by about 25 minutes.